Event description:
Caller reported that the pump battery was depleting too rapidly. There was no adverse impact to the customer¿s blood glucose level as a result of this issue. Technical support confirmed the battery depletion exceeded normal levels and arranged for a pump replacement. The customer will continue to use the current pump until the new one arrives and was instructed on how to store the faulty pump before sending it back, with a follow-up planned to ensure resolution.